Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-11-13. It was reported the patient connected with their patient programmer and saw a warning por. Therapy stopped due to por. The por could not be cleared. The patient was redirected to their healthcare provider (hcp). The patient mentioned he had an injection on the day of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the power on rest (por) message was not determined. No actions were taken to resolve the issue and the issue had not been resolved. The patient¿s weight was asked but was not reported. Additional information was received on (B)(6) 2019 from the patient, reporting that they still had the por message that they had previously reported. It was reviewed that this type of code needed to be cleared at the doctor¿s office. The managing physician¿s information was reviewed with the patient and the patient also stated that they saw another doctor that gave them a shot yesterday and they asked if a rep could meet them there. The rep¿s role was reviewed and the patient was redirected to have their healthcare provider (hcp) page a rep. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's therapy has stopped due to a power on reset (por). The patient went to charge and noticed the por. The patient said he charges every day and doesn't know if the charge was low. When the patient was asked if he has been exposed to any emi. The patient mentioned he has been getting shots in his back every two weeks because he has been having problems in his back. The back issues have been for many years because the patient had been in two car accidents. The patient was asked to confirm their therapy is helping, and no therapy allegations were made. The por was a warning por message and the patient could not clear the message while on the call. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.